Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. No unexpected low suspend alarm or device test failed alarm noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump suspended. The blood glucose levels were 370 mg/dl provided. The customer stated symptoms that included nausea. Caller treated with a manual injection. Troubleshooting was provided for the high blood glucose. The caller stated that the high pressure test failed. The insulin pump will be returned for analysis.